Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) wasn't sure when the patient last charged. The rep cannot connect to the patient's implant. Patient is suspected to be in over discharge. Instructions on physician recharge mode were sent to the rep. Additional information was received from the manufacturer representative (rep) stating that the rep would be meeting with the patient on tuesday to hook up to the recharging system and get the device out of over discharge. He device had a por. The overdischarge was confirmed. The device was turned back on and the issue resolved.